Event description:
It was reported to philips that the system table and c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and checked the power-on self-test (post) and found geo-pc psot failed. The fse ran the software test which showed that the software was corrupted. The fse solved the issue by reloading the software onto the geo-pc. After this action and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: event date. Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and checked the power-on self-test (post) and found geo-pc psot failed. The fse ran the software test which showed that the software was corrupted. The fse solved the issue by reloading the software onto the geo-pc. After this action and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.